Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, there were numerous cracks in the lens. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The device has not been returned to rayner. Our review of production records for the rayone galaxy rao605g, batch 094253258 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g, batch 094253258. There is insufficient evidence and information available to determine the cause of the lens damage post injection.

Event description:
On 26th february 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states immediately following implantation into the eye there were numerous cracks visible on the lens leading to device explantation and exchange.